Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended the graphical user interface (gui) to breath delivery (bd) cable assembly be replaced.

Event description:
It was reported that the 840 ventilator had a loss of communication issue. The ventilator was not in use on a patient at the time of the event.